Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that patient's right foot has been hurting since she started using the ebi bone healing system. Left voice mail for patient requesting a call back.

Manufacturer narrative:
Corrections: b4 date of this report, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, d4 unique identifier (UDI) number, g1 contact office, and manufacturer site, and g6 type of report. Additional information: a2 age at time of event, date of birth, g3 date received by manufacturer, h2 if follow-up, what type, h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient's right foot has been hurting since she started using the ebi bone healing system. Attempts were made to contact the patient but no repsonse was received regarding the right food. No addiotnal information was receive and no further consequences were reported. The bone healing system was not returned for evaluation.